Event description:
It was reported that a peritoneal dialysis (pd) patient was doing treatment and cassettes leaked. Patient was instructed by their registered nurse (rn) to stop treatment and dispose box of cassettes. It was reported that the patient had to get antibiotics. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed the reported event and stated that the leak occurred inside the cassette door of the cycler. Pdrn confirmed that it was one cassette that leaked. Pdrn confirmed that there was an unknown alarm that the patient encountered when the fluid leak occurred. Pdrn stated that per the clinic¿s procedure the patient was prescribed one dose of prophylactic antibiotics, vancomycin (2000mg) and ceftazidime (2000mg). Pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The nurse stated that the cycler remained with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was doing treatment and cassettes leaked. Patient was instructed by their registered nurse (rn) to stop treatment and dispose box of cassettes. It was reported that the patient had to get antibiotics. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed the reported event and stated that the leak occurred inside the cassette door of the cycler. Pdrn confirmed that it was one cassette that leaked. Pdrn confirmed that there was an unknown alarm that the patient encountered when the fluid leak occurred. Pdrn stated that per the clinic¿s procedure the patient was prescribed one dose of prophylactic antibiotics, vancomycin (2000 mg) and ceftazidime (2000 mg). Pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The nurse stated that the cycler remained with the patient for continued use.